Event description:
The field svc engineer reported a gap located at the connection between the detector and the fixation steel plate to the gantry. There may be a potential for the detector to completely separate from the gantry and fall.

Manufacturer narrative:
(B)(4). In this case, the detector did not fall and no serious injury or death has been reported. The customer site has been told to stop using the sys until further notice. This issue is still under investigation. A f/u report will be sent when the investigation is completed. (B)(4).